Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances out of range. The clinic personnel mentioned the patient will be in continue monitoring. This rv lead remains in service. No adverse patient effects were reported.